Manufacturer narrative:
(B)(4). The imaging system was returned to volcano site in (B)(6) preliminary evaluation performed by the volcano service engineer, (B)(6) division confirmed an abnormal smell; however, it could not be determined where the smell is coming from. The imaging system was sent to volcano manufacturing facility for further evaluation. The manufacturer has not received the imaging system yet. A supplemental report will be filed as soon as the manufacturer completed the investigation.

Event description:
The customer reported that the imaging system was turned on by an operator about one hour before the procedure, and then smoke and burned smell was observed. There was no other person in the cath lab when the event occurred. The customer shutdown the imaging system and was no longer used.